Manufacturer narrative:
G2: added health professional. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt is needing cervical MRI. Caller states ins battery is dead, caller had no additional info to provide.  No symptoms reported. Additional information was received from a healthcare provider (hcp) reporting that the programmer and ins cannot communicate as the patient said the ins was inactive and has not charged it. Pt stated the event date question is not easy to answer as pt does not remember the exact date. It was approximately 18-24 months ago. Pt noticed that with each charge, the battery life shortened a good bit. It finally got to the point where one time after 5 minutes on the charger, it would show full charge, but the unit would not turn on because the battery was dead. Another time it would charge for 4 or more hours, and never show a charge on the battery, and again would not turn on. Pt contacted the physician who implanted the device, and set-up an appointment. When pt arrived, one of the representatives was there for the appointment as well. Pt was first told that nothing could be done because the battery wasn't old enough to be replaced and insurance wouldn't cover because of that. Pt was then told by the rep that the only problem was that pt wasn't charging the battery completely. Pt tried to make them understand what was happening with the device, but no one wanted to hear the problem ,only make excuses and place the blame on pt. Pt left the doctor's office, went home, and placed the charger on the unit. Pt sat for eight hours straight. Pt didn't get up for anything. Pt ate in my chair, with the charger still connected. Pt refused to get up to piss, pt sat! After 8 hours of charging, the unit showed no battery charge and would not turn on. Pt did nothing wrong. Pt charged the unit when the battery life was at/around 25% to ensure it did not completely run down. Pt was very pleased with the results of this device, until this problem. Pt has since recommended to others to look for other manufacturers because of the "customer support" pt received for their unit. Pt has been in pain for well over a year because of battery failed prematurely and the manufacturer refused to do squat about it. After patient's coming neck surgery, pt plans to make another appointment to see if enough time has passed for the manufacturer to admit that the battery needs to be replaced. If not, pt will find another doctor who provides an ins not made by the manufacturer and have this one removed, as it is worthless now, and have a different brand implanted. Patient provided their weight as 215, and stated this should have absolutely nothing to do with how long the battery lasts. Pt exclaimed it had been shoved in their butt for over two years now without working. Pt explained the ins got to where it wouldn't charge even after sitting on charger for 8 hours (w/ witnesses) indicating ins was charged but when they took it off it displayed the battery was dead. Pt remarked, "hell, they didn't know what else to do." Pt commented the ins was working great while it was working but now that its not working they would have to go back on all the drugs which they were not doing but would instead go to another manufacture.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Rep reported that patient was in contact with mdt about 2 years ago in which patient met with a rep and rep thought everything was working fine despite patient noticing that recharger would show ins as full but then their patient programmer would show ins was empty. Patient then called in and it was thought it was possibly an external equipment issue. Caller is with patient now and tablet is unable to connect to ins and they've done a physician recharge mode with no resolution. Caller stated they haven't seen any error messages with the recharger and tss had them perform antenna locate and was able to get readings of 68-78-82. Tss reviewed that recharger appears to be functioning normally (based on the limited troubleshooting that can be done) and recommended to continue with prms to bring ins out of overdischarge. Caller stated that patient's pain wasn't as bad two years ago but now the pain/burning is coming back. Tss reviewed that ins is nearing eos date and that several prms may be necessary and patient/physician may want to discuss ins replacement given age of ins and damage from overdischarge.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The rep reported the cause is unknown. The rep has tried to contact the patient multiple times to determine if the patient will replace the battery but has not had a response from the patient. The rep does not have any additional information at this time.